Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure. The firing handle would not return to original position after the release button was depressed. There was an incomplete staple line, which required treatment with a device of a different product code to complete the procedure. There was no pt consequence.